Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged possible over delivery, ems dispatched and visit to emergency room for low bgs found on aug 31, 2021. Also, on case (B)(4), svn#: (B)(6) customer returned insulin pump for an alleged blank display found on june 14, 2021. Device powered up properly after battery installation. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08735 inches. Device was monitored forseveral days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts were noted during the testing. No alarms/alerts were found in the history files or traces for the event date. In further full review of the device history on the event date of aug 31, 2021, there is no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (11.525 u). Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. Device passed all the required testing. Unable to verify customer alleged for low blood glucoses. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to call emergency medical service due to unknown low blood glucose on unknown date. Customer alleged that insulin pump was over delivering. The customer was treated with sugar water and emergency medical service had treated their low blood glucose via glucose gel or an intravenous sugar water. Customer experienced symptom of low blood glucose level such as unconscious. Auto mode feature was active not at the time of incident. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed set.